Event description:
Reporter noted surgeon found metal shaving stuck to the iris one week after surgery, in three cases. Particle had not been noticed the first day. Feels particle was from phaco tip. Pt 3 of 3: eye is quiet.